Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the video generator board then reloaded the system software b14 which resolved the issue. The stm then performed all calibration, functional and safety tests per factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), fault code 137 was observed in the diagnostic logs of the cardiosave intra-aortic balloon pump (iabp), indicating a video generator board failure. There was no patient involvement and no adverse event was reported.